Event description:
The pico dressing (10x40cm) was applied with port at uppermost point over a midline incision. The pico device started alarming on day 3 to say leak (machine buzzing and amber light flashing). However when the tubing was moved to fall to the left hand side of the dressing, the leak alarm stopped. It seemed that the point at which the tubing exited the port wasn¿t completely sealed or had become loose on one side. The incision finished about 10cm above the patient¿s umbilicus and the umbilicus had been covered by the pico dressing also. However, the area inside the umbilicus had developed a large serous filled blister size of a 10 pence piece. Based on the limited information available to smith & nephew at this time, this event is deemed to be a serious injury pursuant to 21 c.f.r. Part 803.3.